Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer passed away in a long term care facility. The cause of death was cardiac arrest and type 2 diabetes. The caller stated that six months prior to passing the customer had a stroke. On (B)(6) 2015, the customer drove himself to a hospital and found out that he had two mini strokes. Then, on (B)(6) 2015, he had a major stroke and the insulin pump was across the room, and the customer's blood glucose was 35 mg/dl. The caller stated that the customer had diabetes complications, but did not specify, had kidney failure and infection. The customer had gangrene and his left leg was amputated below the knee on (B)(6) 2016. The caller did not know the customer's blood glucose at the time of passing. The customer was not wearing the insulin pump at the time of passing; it had been disconnected three weeks prior to passing. The insulin pump had been disconnected by a mutual decision between the customer and the doctor. The caller refused to return the insulin pump.